Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to u.s, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was raveled and failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk device was not returned to maquet cardiac surgery for investigation, however, photographic images were provided. Signs of clinical use and evidence of blood were observed on the aortic cutter. A photographic visual inspection was conducted. The delivery device was observed to be inside the loading device. The blue slide lock is visible but not in its position and the white plunger was not depressed. The seal and tension spring was observed to be in the loading device. The seal was partially observed in the loading device window and appeared to be intact. Based upon the photographic image received, we are unable to confirm the reported failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was raveled and failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.